Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the ipg was inoperable. The patient had not recharged ipg for about one and a half years. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.